Manufacturer narrative:
The spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and confirmed the no image / intermittent image when the cable was torqued/twisted near the hdmi plug. The technician noted that the cable was crimped/damaged near the hdmi plug. The spectrum smart cable was scrapped and a replacement was sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, intermittently the picture came in and out. The reporter was able to narrow the issue to the smart cable. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.